Event description:
It was reported that the patient never had therapeutic effect. It was stated that stimulation was in the wrong location and that the left side of the buttock hurt where the battery was placed. The patient went in for a revision of the leads because stimulation was not in the left leg, however, upon discussion, the patient just wanted the system explanted. The device was subsequently explanted. The patients status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).